Event description:
It was reported that this pacemaker was found to be in safety mode. The patient has been having symptoms for about two months and complains of shortness of breath. The last device transmission showed there was less than four months of longevity remaining on the device. Additionally, it was noted that the device was difficult to interrogate. Technical services recommended device replacement and recommended to return the device. Subsequently, the device was explanted and replaced successfully. No additional adverse patient effects were reported.